Event description:
It was reported the customer had battery issues with their insulin pump. The customer stated the batteries would last for 2 to 3 days. The customer also reported their insulin pump would shut off from having no power. The customer stated they received a low battery alert prior to the off no power alert. Customer's battery cap was not damaged. The customer also reported a battery out limit alarm occurred. Customer's blood glucose was unknown. The customer reported they have been experiencing low blood glucose. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.